Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over (6) six years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, when the endoscopic ultrasound scope (eus) would get closer to the tissue it would get darker and the brightness did not change on the video system center. The event only occurred in one room, no other rooms affected. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The customer reported while troubleshooting the issue, they found the light source interface cable was disconnected from the video system center. The issue was resolved. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.